Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient states she feels unspecified lens issue as it was not performing as expected. Her depth perception is off, she is unable to drive comfortably. She has a "sweet" spot at about three feet that she can see clearly. Has seen a retinal specialist and was told everything was fine but did have mild macular degeneration. Her physician stated she needs to have yag but once that is done would not be able to have any additional procedures. Her doctor also performed "bag" procedure with a membrane that was placed on her cornea to help healing. After surgery in her left eye she had to have "tap" due to increase pressure. Used additional drops that samples were provided to help with intraocular pressure (iop). There are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
The lens was retuned in a clear water-like liquid inside specimen cup. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Associated products were not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens was replaced with a non- company lens. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the iol was replaced with another model iol.